Event description:
The surgery center reported that the pencil button is sticking and will not shut off.

Manufacturer narrative:
The reported sample is not available for evaluation. The manufacturer of the device has been notified of the issue. Investigation into the root cause is in process.